Event description:
It was reported that a device was used during an unknown procedure. The device supposedly created a failure of an anastomosis, which required a pt to evidently have emergency surgery.